Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke inside the attachment. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Part number of bur identified as 8450-107-530. Investigation results indicate that the bur broke due to bearing failure in the associated attachment (B)(4). The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke inside the attachment. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.